Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that an nrg transseptal needle was selected for use. During the procedure, the device was initially used. The physician mentioned that due to the sever tortuosity of the patient's inferior vena cava (ivc), they felt that the tip of the needle could bend and come off. The event occurred after attempting energization 4 (four) times, with no successful cross. At this point, the nrg needle was replaced, and the procedure was completed successfully. No patient complications were reported. Product is not expected to return for analysis as it was disposed of at the facility.